Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell of peritoneal dialysis therapy. The technical service representative (tsr) determined that the patient left a clamp open on an unused line. The tsr assisted the patient in clearing the alarm and the patient finished therapy with manual supplies. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The customer-reported system error 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.